Event description:
It was reported that a stone cone retrieval coil was about to be used during a ureteroscopic lithotripsy (ursl) procedure. Reportedly, the basket handle component falls off. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device revealed that one of the basket wires was broken.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a0401captures the reportable investigation results of basket wire break. Block h11: investigation results the returned segura hemi basket device was analyzed, and the handle returned in good condition. A visual evaluation noted that the device returned with the basket on its open position. It was also noted that the luer lock returned properly assembled on the luer connector. Microscopic examination was performed under magnification, and it was noticed that one of the basket wires was broken but was not fully detached. Functional examination was performed, and the basket was able to open and close. With the available information, boston scientific concludes that the reported event was not confirmed. Based on the analysis results, it was not possible to identify any evidence of the alleged issue on the device since the handle returned in good condition and also the luer lock returned properly assembled on the luer connector. Additionally, the evidence from the product record review did not identify a potential product quality issue. The reported issues could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors could lead to break one of the basket wires. Additionally, the manufacturing process ensure the integrity and functionality of the device and would have captured if one of the basket wires were broken. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.